Manufacturer narrative:
(B)(4) final report. The return of the explants, post primary and pre revision x-rays, operative notes, patient age and activity level and the reason for revision were requested in order to progress with this investigation, however, not all of this information was available and thus the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, the root cause of the reported pain could not be identified and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / minihip revision after approximately 5 years and 5 months due to pain. Please note: the trinity biolox delta ceramic liner (321.02.432, 224590) and the minihip size 2 stem (580.0002, 205903) listed in this report are not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4). Additional information, including return of the explants, post primary and pre revision x-rays, operative notes, patient age and activity level and the reason for revision has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity / minihip revision after approximately 5 years and 5 months. Please note: the trinity biolox delta ceramic liner (321.02.432, (B)(4)) and the minihip size 2 stem (580.0002, (B)(4)) listed in this report are not cleared for sale or distribution in the USA and this event occurred outside of the USA.